Event description:
Placing art line in left radial. Went to withdraw guide wire, guide wire hit resistance pulling back, after pulling out catheter back to position on the needle while withdrawing from the wrist the guide wire was still in the arm and was no longer stiff. Pulled out the needle with the catheter on and part of the catheter tip was not attached.